Event description:
Plaintiff reports initial bilateral implantation 7/26/78, with 5/21/96. Plaintiff alleges various illnesses including, but not limited to, rash, fever, chills, night sweats, and joint pain.